Event description:
The pt experiences permanent noise and no speech reception with the cochlear implant. An implant check is scheduled for (B)(6) 2015. If the implant failure is confirmed, re-implantation will take place on the same day.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.